Event description:
Reporter alleged obtaining a discrepant blood glucose result of 300-399 mg/dl on the voicemate advantage system compared back to back with a result of 70-79 mg/dl on the nurse's system when testing was performed within 10 minutes. Reporter indicated that she felt dizzy, nauseous, light-headed and she was trembling. Reporter stated the nurse gave her orange juice and half of a sandwich as treatment. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the affected product.